Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the patient had been receiving multiple alarms starting from yesterday. They verified in alarm history that the alarm occurred every 4 hours. She had to simulate the rewind sequence after every alarm. The customer was suggested to remove the battery from the pump looking at the red led blink. The insulin pump will not be returned now for analysis.